Manufacturer narrative:
Results code: device history review found the product met specifications when released for distribution. Conclusion code: an exact cause for the reported event is unknown. Analysis: inspection of the gas port shows blood is present on the returned device. The unit was cleaned and results of mechanical testing performed detected a leak form the gas port. Results of destructive analysis found blood residue on the inside of the envelope (membrane) near the inner wrap. During vacuum test a small leak was confirmed in the membrane near the inner wrap and toward the center of the envelope. Microscopic inspection shows the screen component had no breaks noted. An exact cause for the damaged envelope (membrane) has not been determined, but could be related to the manufacturing process. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. No subsequent patient complication has been reported. Conclusion: no patient event. Device evaluation confirms the reason for return, an exact cause for the reported product problem has not been determined.

Event description:
Information received indicates a blood leak was noted at the gas port of the device during use. The product was changed out during the case with no patient issues reported.